Event description:
Our distributor in (B)(4) was contacted by a vns treating physician reporting that they had a patient with high lead impedance on their system diagnostic testing. There was no report of any fall or injury preceding their high impedance. X-rays were received for review. The generator placement cannot be assessed because the orientation of the x-ray images received cannot be determined. The filter feedthru wires, lead pin insertion, and the lead wires at the connector pin could not be assessed due to poor image quality. There is also a small portion of the lead behind the generator and continuity in that portion of the lead could not be assessed. The electrodes appeared to be properly aligned and placed on the nerve. There is a strain relief bend which appears to be per labeling as at least 1-cm of the lead is routed parallel to the nerve prior to onset of the bend. There is no strain relief loop present. There are two tie-downs seen in the images provided. There is one tie-down placed lateral to the anchor tether securing the strain relief bend, however, there are no tie-downs securing a strain relief loop in place. There appears to be a sharp angle and lead twisting after the anchor tether, however, because there is only one view available, this cannot be confirmed. There are no lead discontinuities observed in the visible portions of the lead body. However, due to poor image quality, a fracture or micro-fracture cannot be ruled out. Based on the information provided to date, the root cause for the patient's high impedance is unknown. No surgery date has been attained at this time. Investigation is underway.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities. Device malfunction suspected but did not cause or contribute to a death or serious injury.